Event description:
Modified information was received reporting that the adverse event is not related to the implant and assessed as probably related to the stimulation.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patient complained of cyclic neck pain. The patient followed up with the clinical research team and had their settings adjusted. The pain was resolved after the adjustment. Information was later received from the clinical team that the adverse event was assessed as possibly related to implant and not related to stimulation. No other relevant information has been received to date.